Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-08229 / -08361 /-08362 /-08363).

Event description:
It was reported patient underwent a shoulder hemiarthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009 due to an unknown reason. A comprehensive reverse shoulder system was implanted. Patient underwent an additional procedure on (B)(6) 2010 implanting a comprehensive reverse shoulder system. It is unknown if the patient is bilateral. Patient underwent a further revision procedure on (B)(6) 2011 due to an unknown reason. The humeral tray and humeral bearing was removed and replaced. Subsequently, a revision procedure has been indicated due to a fractured humeral tray trunion and the trunion is stuck in the humeral stem; however, no revision procedure has been reported to date.